Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced but was confirmed as an air in line in the event history log since there were no "clean load point 2", "reload set!", or any other indication of a loading issue at load point # 2 in the event history log. During a physical inspection of the device, cracks were found in the ultrasonic sensor flex tail pins, which caused the false air in line alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump displayed a clean load point 2 error but during evaluation it was clarified as an air-in-line alarm. It was also reported there was no patient involvement.